Event description:
I was injected with industrial silicone by a man and his accomplice who is using the name and credentials of a licensed physician. They have a med spa office in (B)(6) and advertise injectables and body contouring extensively online and word-of-mouth for at least 5 years in (B)(6). Since they are not licensed, they purchase black market liquids from other countries and sell them as FDA approved products. I have been suffering life threatening, painful and persistent complications and I have been searching for treatment of removal of the liquid before it migrates into my lymphatics, kidneys, spine and into other organs which can cause organ failure, more embolisms, and mutilation. I cannot sit or lay down properly without pain and high risk of grave complications. Perpetrators: (B)(6) practicing medicine w/o license, mayhem, battery, fraud (B)(6) 2022, (B)(6) a friend of my friend (B)(6) and the owner of (B)(6). Confirmed that she was ordering bellafill (FDA approved filler) for me and (B)(6) and informed us that dr. (B)(6) was doing the procedure for us at cost because (B)(6) is a close friend. I checked the medical board website and there were no suspensions or negative records for dr. (B)(6). On (B)(6) 2022 the man they claimed to be dr. (B)(6) injected nearly 400cc of suspicious liquid into my buttocks. By the time I noticed it was not bellafill, he as almost done. The bottle was labeled bioestetic. I observed that (B)(6) received and showed "dr. (B)(6) a shipment of injectables that were manufactured in china and other countries and not legal in the united states. On (B)(6) 2022 after waking up, I had a dizzy headache, poor vision, my heart beat was stalled and irregular then started burning, legs became numb/immobile and then I briefly loss consciousness at home with only my (B)(6) year old son in the house. Over the phone and via text with (B)(6), I told her my symptoms and she reassured dr. (B)(6) skill and credentials and that he had done this procedure for her and many women in (B)(6). Then she revealed that dr. (B)(6) was her nickname for him. His real last name was (B)(6). I discovered that (B)(6) had his medical license suspended in (B)(6) in 2013. I googled bioestetic and could not find information on the brand other than an address in an alley in (B)(6). (B)(6) drove me to their office and they would not identify the bottle of liquid so we obtained a sample from the bottle to be lab tested. On (B)(6) 2022 I brought to (B)(6) lab to identify the liquid. On (B)(6) 2022 (B)(6) lab identified the liquid as silicone. While in shock, I met with (B)(6) to show her results and called (B)(6) police to report medical battery and because I was afraid of her and was still ill as my limbs were still feeling numb intermittently and I was suffering from other symptoms of toxicity. I warned her to stay away from me as I called (B)(6) police but because we were in (B)(6), they transferred me to (B)(6) police but no one came and she drove off. On (B)(6) 2022 went to see in-network plastic surgeon dr. (B)(6) who ordered MRI. On (B)(6) 2022 (B)(6) took me to (B)(6) hospital emergency room because my arms and legs were progressively feeling numb, throbbing headache, distorted vision, dry mouth, pain, and irregular heart pattern. Please note all the women who have left reviews on yelp and are also likely victims injected with illegally imported substances.

Event description:
Additional information received on 6/28/2022 for report mw5110380 to update manufacturer information.